Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion test, prime/a33, excessive no delivery test, and occlusion test. No excessive no delivery alarms noted. Pump received with cracked battery tube thread, cracked reservoir tube lip, and severely scratched display window noted.

Event description:
Customer called to report that the insulin pump excessively alarmed no delivery during the bolus procedure. Customer also report damage to the insulin pump. Customer stated that the pump's display screen is severely scratched and he is unable to read it. Customer's blood glucose reading ranged from 119 to 286 mg/dl. Customer reported that the alarm was resolved by a complete set change. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.